Manufacturer narrative:
Product complaint # (B)(4). Additional product code: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown surgical procedure was performed for an unknown reason. The screw would not engage with the clavicle plate. The second screw was tried with the same result. Non-locking screws used instead of locking screws. The procedure was completed successfully. There was no patient consequence and no surgical delay. This complaint involves three (3) devices. This report is for (1) 2.7 cortex screw slf-tpng t8 sd rec 26. This report is 2 of 3 (B)(4).